Manufacturer narrative:
At this time, the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
--

Event description:
Boston scientific crm received information that this device, which was included in the shortened replacement window advisory (B)(6) 2007 population product advisory was initially communicated on (B)(6) 2007, exhibited a battery voltage of 2.62 volts and a charge time measurement of 9.2 seconds after 38 months of implant. Battery voltage was 2.58 volts after 43 months of implant. It was reported that the patient was being followed on the latitude home monitoring system. Later, it was reported that the device had stored many ventricular tachycardia (vt) episodes. Extensive non-invasive programmed stimulation (nips) and defibrillation threshold (dft) testing were performed, and the physician chose to replace the device ahead of the elective replacement indicator (eri) trigger. During the procedure, the right atrial (ra) lead experienced terminal separation when the physician pulled gently on the lead after only retracting one of the two set screws. A new ra lead was implanted.